Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, loss of capture and loss of sensing were noted on the right ventricular (rv) lead. X-ray imaging was conducted which revealed rv lead dislodgement. The rv lead was repositioned to resolve the event. The patient was stable with no consequences.